Event description:
The customer reported to olympus that error codes and image loss were observed during a colonoscopy while using the evis exera iii xenon light source. The light source was replaced, which prolonged the patient's sedation for an unspecified amount of time. The procedure was then completed. There was no impact on the patient's health.

Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
Information received confirming the additional sedation time was 10 minutes. Realization of the complete intervention with the same equipment after cleaning / drying of the base of the clv-190 and the endoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow up. The device was inspected at the customer site. The phenomena were not reproduced, and the device was working normally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the prolongation of the patient's sedation and the b30 error code could not be identified. Olympus will continue to monitor field performance for this device.